Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called while in fill 2/5 of pd treatment and received "m31 air detected in cassette" alarms. The patient checked the heater bag connection was tight and did not see any air bubbles in the hb line. Hb is not empty. The patient rebooted the cycler and received a "power fail recovery failed" alarm. The cassette door was opened and the pd patient reported a fluid leak. The pd patient stated the outside of the tubing and pumps and cassette covers set had solution. The patient reverted to manual exchanges to complete her remaining treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated it was unknown what may have attributed to the leak. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.